Manufacturer narrative:
(B)(4). Batch # m54e4z. Additional information was requested and the following was obtained: when the tissue was slipped, did the device deliver any staples? No information. If yes, were the staples formed properly? Na. If yes, was the staple line complete? Na. When the tissue was slipped, did the device cut? No information. If yes, was the cut line complete? Na. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Na. If the staple line and cut line were complete, did the tissue slip after the firing was completed? No information. Were gold cartridges used for both firings? No information. Was buttressing material utilized? No information if so, which product? Na. Was a leak test performed and if so, what was the result? No information. Were there any patient consequences or changes in the post-operative care of the patient as a result of the event? No. The analysis found that one pse60a device was returned in good visual condition and with one ecr60d cartridge reload present. The reload was received fully fired and with cartridge deck damaged. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy, the clamped tissue was slipped when the device was fired on the 2nd firing on the gastric body and the same event occurred on the 3rd firing on the anastomosis between the stomach and the jejunum. The cartridge was gold. Additional suture was performed to complete the case. There were no adverse consequences to the patient.